Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect, and determine the root cause. Customer complaint cannot be confirmed based on the information received.

Event description:
Customer complaint alleges a disconnection of the connector from the tube. Alleged malfunction reported occurred during use. No report of patient harm. No report of necessary medical intervention. Patient condition reported as "fine."

Event description:
Customer complaint alleges a disconnection of the connector from the tube. Alleged malfunction reported occurred during use. No report of patient harm. No report of necessary medical intervention. Patient condition reported as "fine."

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10115 et tube, cf, 7.5 for investigation. The opened packaging was returned with the sample. The re turned sample was visually examined with and without magnification. Visual examination of the returned devices revealed that the connector appears to have not been seated any further into the tube than where it is placed during assembly. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. The inner and outer diameters of both sides of the connector were measured and compared to product specifications. They were all found to be within the tolerances. No dimensional issues were found to suggest that the connector would disconnect during use. The sample was then shipped to the manufacturing site for further evaluation. Dimensions were taken of the tubes and the connectors. After inspection, it was confirmed that the devices met all specifications. No dimensional issues were found on the tube or the connector to suggest that the connector would disconnect during use. (Con't) other remarks: the instructions for use (IFU) for this product were reviewed as a part of this complaint investigation. The IFU states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "connector disconnected during use" could not be confirmed based upon the returned sample. The inner and outer diameters of the machine side (proximal end) and tube side (distal end) of the connectors were all within the acceptable range of tolerances. There was no evidence to suggest that the connector would disconnect from the tube. However, it was noticed that the connector was not seated further into the tube than where it is placed upon assembly. If it is not seated firmly into the tube, the connector could disconnect from the tube during use. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The returned sample was sent to the manufacturing site for further evaluation. Upon testing, it was confirmed that the tube was also within proper specifications. No problems were found with the returned device.